Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
As reported, in several occasions during use, the balloon of the thru lumen catheters could not be properly deflated as there are kinks in the tip of the balloon. Additionally, in some cases the tip of the catheter is partially distracted from the device. There was no allegation of patient injury. Unfortunately, there is no sample available for evaluation as they were discarded by the customer.